Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported side cracking of harbor pin package. When the nurse got the port pin to check it, she found that the side of the package was open and stopped using it. There were no other complications. Patient's treatment did not change. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged packaging is confirmed, but the root cause could not be determined. Visual observation of the returned photographs showed a gap in either the packaging seal of an infusion set pouch or a gap between a sticker label and the packaging; however, it could not be determined which from the returned photographs. Crumpling of the packaging was observed suggesting compressive forces may have contributed to the observed damage. Compression of the packaging may have occurred due to mishandling of the packaging, inadequate storage conditions, or other unknown factors. However, the returned photographs did not provide enough detail to rule out other root causes such as misplacement of the label sticker or a void in the seal of the package. Based on the material available for review, the complaint of damaged packaging is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported side cracking of harbor pin package. When the nurse got the port pin to check it, she found that the side of the package was open and stopped using it. There were no other complications. Patient's treatment did not change. No other information was provided.